Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged component was inconclusive due to the sample condition. Two photographs were provided for investigation. One photo showed a microintroducer with the vessel dilator attached to the introducer sheath. The splits or damage could not be discerned on the introducer. The other photo showed the proximal connector for a 4fr s/l groshong PICC. The connector was located within an open package. The red connector, extension leg, wings, and metal cannula showed no damage. Both components appeared to be unused. Since the reported damage could not be confirmed from the provided photographs, the complaint was inconclusive. A lot history review (lhr) of recs2008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the gray oversleeve at the proximal end was found to be split when ready to use the introducer sheath. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recs2008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the gray oversleeve at the proximal end was found to be split when ready to use the introducer sheath. No other information was provided.